Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device will not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to extreme liquid damage inside the device. The device was considered as unrepairable and was scrapped. The customer received a replacement device to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.